Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental will be filed.

Event description:
It has been reported that a perforation and a pericardial effusion occurred, causing the procedure to be cancelled. A versacross connect laac access solution kit was selected for use for a watchman procedure indicated for a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that as they were preparing for transseptal puncture, weak tenting was noted on the septum using transesophageal echocardiogram (tee) imaging; however, the location appeared to be safe, so radiofrequency (rf) was delivered and the versacross rf wire was advanced through. Immediately after, the rf wire was found to be in the aorta. When the rf wire was removed, an increasing pericardial effusion (pe) was noted. The effusion was successfully tapped and drained, heparin was reversed, and the effusion was stabilized. Post-event, the patient was sent to the ICU (intensive care unit) for further observation. Procedure was cancelled; however, the patient is expected to fully recover. Product is not expected to return as it was disposed of at the facility. Prior to the procedure, a small baseline effusion was noted. They stated that the patient had a very large left and right atrium. A weak to medium tenting was noted prior to transseptal due to difficulty visualizing the versacross rf wire. Multiple attempts were required to track up and down towards the septum, roughly 2 or 3 times. Rf energy was only applied once to cross initially; however, when the rf wire was noted to be in the aorta, it was brought back and used to cross the septum again with a better tent. Patient has been safely discharged and is planning to return for another attempt. In the physicians opinion, there is no reason to believe that the versacross rf wire or dilator malfunctioned during the procedure.